Event description:
Reporter alleged that she passed out and a result of 77 mg/dl was obtained with an advantage system. Reporter stated the paramedics were called, they gave her a glucose tab and obtained a result of 34 mg/dl on their system within 10 minutes of the 77 mg/dl result. Reporter stated she was taken to the hospital and given food. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.